Event description:
It was reported that while using bd vacutainer® push button blood collection set, the button to retract the needle broke. This prevented the device from retracting the IV cannula. No impact to patient or health care workers was reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 367342. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective barrel was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective barrel. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
D2b. Medical device type: fpa, jka d4. Medical device lot#: unknown d4. Medical device expiration date: unknown d2: common device name: blood specimen collection device; intravascular administration set there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k030573, k220212 h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the button to retract the needle broke. This prevented the device from retracting the IV cannula. No impact to patient or health care workers was reported.